Event description:
It was reported that the foot left siderail was damaged and the lift was struck in high height. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Investigation underway; follow-up report will be issued as necessary based on investigation results.